Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis patient¿s contact that the cycler alarmed for air detected in the cassette in drain. The patient¿s contact reported the tubing was leaking from the heater bag connection. The fluid did not come in contact with the cycler due to the heater bag connection hanging off of the heater tray. Patient did not complete treatment on the night of the event. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that patient did not experience any adverse events due to the leak. Prophylactic antibiotics were not prescribed. Patient was performing continuous cycling peritoneal dialysis after the event. The pdrn thought it was probably an operator error and the patient contact might have not tightened the connection adequately. The set was discarded.